Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2023-00093; 509-00-436, s803 - dislocation, revision surgery note: the revised bone screw could not be identified, however, a review of the device history record(s) show that the reported component(s) used in the previous surgery, when released for use, met design and manufacturing requirements. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to doctor wanted to make sure implants were tightened.